Event description:
The patient ((B)(6)) had 2 leads (from the same lot) implanted as part of her axium neurostimulator system. It was reported the patient experienced a loss of therapy. Diagnostics indicated elevated impedance readings for one of the two leads. Surgical intervention was undertaken and intraoperative testing also showed elevated impedance readings. The lead was explanted and replaced and effective therapy was restored.